Manufacturer narrative:
Corrected data: after clinical/secondary review of this file performed on (B)(6) 2019, it was decided to add code 2360 (disfigurement) to more accurately capture the reported event. Additional information: on 11/20/2019, additional information was received indicating the patient race was caucasian, patient age at the time of event was 33 years old, the date of event was (B)(6) 2019. The patient underwent device removal on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with mentor memorygel breast implants 465cc and experienced bilateral anisomastia. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.